Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was causing the patient to experience phrenic nerve stimulation. Moreover, the patient was having painful vibrations and felt the device was firing. In addition, a surgical revision was done previously. This patient will be then admitted. Additional information obtained from the field which indicated that there was no surgical revision done. Reprogramming changes done to address the issue. The lead remains in service. No adverse patient effects reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead was causing the patient to experience phrenic nerve stimulation. Moreover, the patient was having painful vibrations and felt the device was firing. In addition, a surgical revision was done previously. This patient will be then admitted. The lead remains in service. No additional adverse patient effects were reported.